Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump casing was cracked. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the cartridge compartment was observed to be damaged. The returned battery cap did not secure properly to the pump due to stripped threads. A cartridge cap was not returned with the pump; test caps were used to complete investigation. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the up, down, and contrast keypad buttons were unresponsive to user presses. The keypad cover was observed to be detaching from the pump. The keypad cover was removed, and moisture contamination was found to all button contacts. The pump case was removed, and no further evidence of moisture ingress was found. (B)(4).